Event description:
In 2008, the pt reported elevated blood glucose readings up to 450-500 mg/dl with her target range being 140-150 mg/dl. She stated she corrected her reading by giving herself an insulin injection and changing her infusion headset. She said the headset had been in use for 4 days and she needed to change it as "I waited too long". She stated she changes her headset every 3-5 days and her tubing every 4-8 days. The pt was advised the headset was designed to be changed every 3 days and the tubing every 6 days. Troubleshooting did not find any product issues. On follow up with the pt one week later, she stated her readings are still elevated in the 400's mg/dl. She stated she is taking a new antibiotics that she started today but does not believe they could affect her readings this quickly. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.